Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a blank display and high blood glucose levels. The customer's reading was 437 mg/dl. The customer treated with a manual injection. The customer changed the battery but the device still had a blank display. The customer reported that the display did come back on and the device alarmed failed battery test and battery out limit. The customer was sent a replacement battery cap. Nothing was replaced or returned for analysis.